Event description:
Physician was treating an ica aneurysm at the ophthalmic segment via the left common using a .035¿ exchange glide and select h1 catheter. The physician took the wire up into the petrous segment and then pushed the catheters into the petrous. When the select and glide were removed, the petrous now had a small ¿flap¿ (dissection) that the thought was created by the neuron. The physician then pulled the neuron back proximal to the ¿flap¿ and continued with the procedure. The physician later decided to do a contrast run and attached a syringe to the 3-way stopcock attached to the rhv attached to the neuron. The physician aspirated blood and noted a significant amount of ¿foaming¿ in the syringe and neuron hub, which he attributed to air being introduced into the system/guide along with blood. He ended up aspirating about 100cc¿s of blood until he was certain that all air believed to be in the system/guide was expelled. The neuron was inspected for potential leaks but none were noted. The physician then examined the fluoro images for potential kinking of the catheter at the carotid take-off of the arch and did not note anything significant. The doctor reported the aneurysm was successfully treated and the pt was ultimately discharged.

Manufacturer narrative:
Since no lot info was provided, the DHR review could not be performed. Visual: since no lot info was provided, the DHR review could not be performed. The unit was returned in a zip lock, biohazard labeled specimen bag. The unit was decontaminated in 1:10 dilution of household bleach. During decontamination the sealing of the lure fitting was examined. A 5ml syringe was used to force decontamination fluid through the catheter. Under positive pressure no fluid leaks were observed. While drawing fluid into the syringe through the catheter, under negative pressure no air was observed entering the fluid stream. There are no kinks or flat spots on the catheter. The catheter was filled with water and the distal tip plugged and sealed. An empty 10 ml syringe was connected to the lure fitting and then the syringe was withdrawn an add¿l 5 ml to create a vacuum. No leaking or bubbling was observed. With the end still sealed the catheter was then pressures to 110 psi and held there for 5 seconds. No change in pressure was observed. Conclusion: the incident could not be confirmed as reported.